Event description:
The manufacturer received information that a patient with a dreamstation auto bipap device has passed away. The caller indicated that the device is no longer in their possession. No additional details were provided. There was no allegation that the device contributed to the death. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.